Event description:
It was reported that the stent was stuck on the wire. A 2.75x12 synergy drug eluting stent and a rotawire were used in a percutaneous coronary intervention (pci). During the procedure, ablation was completed using rotapro in a challenging lesion and pre-dilation was then performed using two non- bsc balloons. Subsequently, stenting was desired and a synergy stent was loaded into the rotawire. However, the stent became stuck on the wire. Extreme manipulation and excessive force was required to remove the stent from the wire. The procedure was completed with a different device. No complications reported and the patient was not harmed.